Event description:
Per information provided: (B)(6) 2015 - patient was diagnosed with multiple ventral hernias thereby underwent laparoscopic repair with the implant of ventralight st using echo ps (device #1, #2). Per operative notes, ¿two hernias were seen and one was reduced inferiorly and one with adherent tissue superiorly. The ventralight st using echo ps (device #1) was placed and tacked. The inferior hernia defect was repaired using ventralight st using echo ps (device #2) and closed using suture.¿ (B)(6) 2016 - patient was diagnosed with recurrent incisional hernia thereby underwent robotic assisted repair with the removal of mesh. Per operative notes, ¿multiple adhesions were taken down. A large hernia extending from the suprapubic to subxiphoid was noted. Incarcerated small bowel, omentum, colon were reduced. The synthetic mesh was placed and secured to the fascial layer using suture.¿

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jul-2014) is considered to be a best estimate. This emdr represent the bard/davol ventralight st (device #2). An additional supplemental emdr was submitted to represents the bard/davol ventralight st (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.